Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump was repeatedly emitting an unidentified call service alarm. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.